Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 108, 148 mg/dl. Tests were done within 10 minutes with a difference of 28%. Pt did not experience any adverse events. No further information has been reported.